Manufacturer narrative:
The actual device was not returned, but 10 unused samples from the reported product code/lot# combination were returned to the manufacturing facility for evaluation. Visual inspection of the returned and retention samples confirmed all samples were free from molding and assembly process related defects. There was no damage or cracking noted on the sheath and collar of the samples. The safety sheath is properly assembled and the collar fully seated on the hub of each sample. The sheath lugs are properly attached to the collar ears. In order to verify the sheath assembly to the collar a safety needle was attached to a syringe and the sheath was moved to a 135 degree position and pointed the needle downward. Results showed that the sheath on each sample remained in the applied position and no movement of the sheath was observed. Confirmation of the dimension of the sheath tooth was performed on each sample and no anomalies were noted. Sheath activation and sheath deactivation force were evaluated on the samples with no anomalies. The comment, "it was happening with every other needle being used" was made by the user facility in reference to the safety sheath not staying closed. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. Simulation testing was conducted and all samples were manually activated as per instructions for use (IFU). The needle was completely engaged under the tooth. Successful activation was achieved. The reported failure was not able to be reproduced. A review of the device history records, in-process inspection and qc outgoing inspection records were reviewed with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned and retention samples were the normal product with no inherent deficiency which would relate to the reported complaint. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the safety sheath is not staying closed on the sg2 device. Follow up communication with the user facility reported the following information: there is difficulty with the safety sheath not staying closed, the needles would pop back; it was reported that this was happening with every other needle being used; and there was no health care professional staff or patient impact due to this issue.